Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from 39-40 mg/dl. The cause of the low bg was unknown. Low bg was addressed by the control iq feature stopping insulin therapy as intended. Customer declined to further troubleshoot with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.